Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that all four tines were missing. A combination of lead tip placement and body movement of the heart led to abrasion of the tines and eventually fracture. An insulation abrasion was noted at 11 cm to 11.2 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device.

Event description:
It was reported that after the patient was discharged from the hospital post device change, the patient collapsed that same evening and was admitted to the hospital. A loss of ventricular capture was noted. An x-ray revealed that the ventricular lead had dislodged. The lead was explanted and upon removal, it was noted that there were no tines on the tip of the lead.